Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device evaluated by MFR: hospital kept.

Event description:
It was reported that there was a poly bearing revised due to unstable knee.

Event description:
It was reported that there was a poly bearing revised due to unstable knee.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. The exact cause of the event could not be determined because further information such as additional pre- and post-operative x-rays and the revision operative report as well as follow-up notes and device information are needed to complete the investigation for determining root cause.